Manufacturer narrative:
The referenced ongoing gastrointestinal bleed was reported under medwatch MFR report # 2916596-2017-02339, medwatch MFR report # 2916596-2017-02662, medwatch MFR report # 2916596-2017-02904, and medwatch MFR report # 2916596-2018-00277. Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2018 for ongoing gastrointestinal (gi) bleed, that never stopped bleeding, and nausea. Hemoglobin was 6.2 g/dl and hematocrit was 18.3%. Creatinine was 2.36 mg/dl, with patient¿s baseline being 1.92 mg/dl. The patient also had renal dysfunction. The patient was transfused 4 units of blood and was again scoped on (B)(6) 2018. Nonbleeding arteriovenous malformation (avm) was ablated in 3rd portion of the duodenum. A large adhered clot was observed in the jejunum and washed off and either a bleeding avm or a large ulcer that was ablated using the gold probe. Hemoglobin was stable, but patient was still nauseous. Creatinine was 3.14 mg/dl but was thought to be rising due to dehydration from lack of fluids and prep for scope, as well as blood loss. The morning of (B)(6) 2018, creatinine was 3.26 mg/dl and by the evening patient reportedly felt somewhat better and was able to eat broth and ensure. On (B)(6) 2018 creatinine was 3.29 mg/dl and the patient again felt nauseous and weak. Hemoglobin continued to be stable at 9.2 g/dl from 9.8 g/dl post transfusion. The patient was to receive a bolus of normal saline. Creatinine on (B)(6) 2018 was 2.77 mg/dl. On (B)(6) 2018 the patient¿s hemoglobin was 9.0 g/dl and hematocrit was 26.1%. Creatinine was 2.13 mg/dl and blood urea nitrogen (bun) was 32. The patient felt stable enough and was discharged home. During the ongoing gi bleed, the patient was not on any anticoagulation. Prothrombin time (pt), inr, and partial thromboplastin time (ptt) varied, but remained mostly normal. The patient¿s high inr was 1.27 during the ongoing gi bleed; pt high was 14.5 seconds and ptt was 26.1-29.7 seconds. The patient did receive protonix and octreotide infusion with each admission.

Event description:
It was reported that the patient¿s initial gastrointestinal bleeding event on (B)(6) 2017 (medwatch MFR report # 2916596-2017-02339) resolved on (B)(6) 2017.

Manufacturer narrative:
It was reported that the patient¿s initial gastrointestinal bleeding event on (B)(6) 2017 (medwatch MFR report # 2916596-2017-02339) resolved on (B)(6) 2017. The patient was subsequently readmitted for gastrointestinal bleeding on (B)(6) 2017 (medwatch MFR report # 2916596-2017-02662, medwatch MFR report # 2916596-2017-02904, and medwatch MFR report # 2916596-2018-00277). Following the patient¿s current readmission for gastrointestinal bleeding on (B)(6) 2018 (medwatch MFR report # 2916596-2018-00403), the patient was readmitted for ongoing gastrointestinal bleeding on (B)(6) 2018 (medwatch MFR report # 2916596-2018-00637 and medwatch MFR report # 2916596-2018-00730). The device remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.